Event description:
It was reported that the user sought guidance on meal announcements and inadvertently performed three meal announcements using the slide-to-deliver action after breakfast, resulting in three meal doses being delivered by the ilet pump. No reported symptoms. Outcomes included continued self-monitoring of blood glucose without the need for medical intervention. Investigation included a phone-based troubleshooting session, review of device meal history, and user education on correct use of meal announcement workflows. Investigation of this case revealed user error in operating and initiating accidental meal announcements, with the device functioning as designed and delivering doses corresponding to the announced meals. It was concluded, based on previously established findings for similar reports, that the cause was use error related to user understanding and training.